Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue started on the morning of (B)(6) 2013. The patient informed the cca that he manages his diabetes with oral medication(s), diet and/or exercise. The patient claimed that he continued his usual diabetes management regimen despite the alleged meter issue. However, the patient reported developing symptoms of ¿thirsty, shaky hands, loss of memory and couldn¿t sleep¿ approximately 45 minutes after the start of the meter issue. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted that the subject meter¿s battery did not need to be replaced per the owner¿s booklet recommendation. The patient did not have test strips available at the time of the call. The power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter power issue began.